Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported by the patient that the battery shows a red light on the charger and no led lights on controller. The battery was replaced. There was no impact to the patient.

Manufacturer narrative:
It was reported that the battery was unable to provide power. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing; the battery discharged and charged as expected. The battery was able to adequately provide power to a test controller. An internal inspection did not reveal any abnormalities. Additionally, the led ribbon cable and circuitry were operating as expected. As a result, the reported event could not be confirmed or duplicated during testing. No failure detected, the reported event could not be confirmed or duplicated. A possible root cause of the reported event can be attributed to a temporary flag that caused the battery to become inoperable. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.